Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed a rare scenario in which the demographic information of a previously analyzed patient is displayed with the current patient ID on the epoc nxs host screen during positive patient identification (ppid) lookup. The issue occurs only when all of the following conditions are met: -the customer uses ppid; and -the user performs consecutive tests on patients (i.e., removes a test card and inserts a new one) without logging out or returning to the home page; and -the connection between the epoc nxs host and data manager (dm) is lost during the ppid lookup process; and -the user inadvertently accepts the previous patient¿s demographics displayed on the epoc nxs host screen for the current patient and proceeds with testing. When these conditions are met, the current patient¿s results may be listed with the previous patient¿s name and demographic information. Therefore, calculated analytes that rely on patient demographic data, like egfr (glomerular filtration rate), could be affected. A field action, poc 25-002.a.us.ous, released november 2024, informs customers of the issue and the appropriate workarounds. The issue will be resolved in the next planned release of the epoc nxs host software, scheduled for april 2025.

Manufacturer narrative:
The customer stated that this host does have retain patient ID and allow data recall enabled which may have contributed to the event. The customer has been asked for patient csv and test record printouts. Investigation is underway. The cause of this event is unknown.

Event description:
The customer reported that when they scanned in a patient mrn into the patient ID field, a previous patient's name and dob we displayed on the printout. The customer states that the results did cross into rals and cerner and loaded into the correct patient's report. The customer has retain patient ID and allow data recall enabled. There is no report of injury due to this event.